Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary cabinet legacy half height cubie drawer 5-1 multiple failed. The field service engineer (fse) replaced the worn retractor band, cleaned the mother of all boards (moab) area and removed foil shards. The cracked fascia and missing slide bumper were replaced. The unit was tested in diagnostics and the application and was confirmed to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed and could not be recovered. The customer attempted to recover the drawer; however, it was unsuccessful. The customer also powered off the station, unplugged the power cord, waited for a few minutes, and then powered it back on, but the issue persisted and the drawer remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.